Event description:
Patient reported for hemo-dialysis treatment with stable vital signs, alert, with no complaints. As soon as the patient's blood was returned to her after initiation of hemo-dialysis treatment - patient c/o acute onset of sog, body itch "all over" and redness. Dr. Was available (with dailysis was stopped, oxygen via face mask, solu cortex 200mg, ivp, 3 doses of ivp benadryl was given (75 mg total; ivp (intravenous push). Epinephrine 0.1 mg sc, symptoms resolving, patient responded to treatment and was transferred to hospital for monitoring at the emergency room. Patient was discharged that afternoon in stable condition back to rehab facility where patient is currently a resident. No further complications.)